Event description:
The customer obtained biased quality control and patient sample results for glucose. Troubleshooting resolved this issue, and determined this scenario was consistent with a malfunction which could have caused a falsey elevated patient glucose result to be reported. There was no report of patient harm as a result of this event.